Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the battery for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device gave a replace battery message during testing. There was no patient involvement.